Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by district manager tori majors that the customer was hospitalized on (B)(6) 2014 for low blood glucose levels and hypoglycemia. Outcome for the hospitalization was severe low blood glucose levels, hypocoma, and is brain dead. Customer was not wearing the insulin pump at the time of hospitalization. No additional information was provided.